Event description:
The cycler alarmed during a routine hemodialysis treatment with a therapy fluid occlusion alarm. Rinseback of the pt's blood was not performed resulting in an estimated blood loss of 190cc. Hb decreased from 8.1 g/dl in (B)(6) 2012 to 6.6 g/dl on (B)(6) 2012, and the pt received two units of blood. No other medical intervention was required. It was reported that the pt had recent open heart surgery which was also a contributing factor to the decrease in hb and the need for a blood transfusion.

Manufacturer narrative:
The blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The cycler alarmed approximately to lack of dialysate flow from the fluid delivery source which had alarmed and stopped. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions and also includes instructions from performing manual rinse back of the pt's blood when trained and instructed by the facility. Nxstage medical considers this report closed.